Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 349 mg/dl. The customer stated she could not control her blood glucose no matter how much insulin she gave herself. The high blood glucose was caused by a viral infection she had, according to her healthcare provider. The customer was wearing the insulin pump at the time of hospitalization. It was also stated that the insulin pump was making a squeaking noise. Nothing further was reported.